Event description:
It was reported that during the procedure for treatment of a 99% lesion at the bifurcation of the left anterior descending artery (lad) and the diagonal artery, right radial access was obtained. A non-abbott guide wire was advanced to the lad and a non-abbott guide wire was advanced to the diagonal artery. Pre-dilatation was performed in both vessels using a non-abbott balloon. A 3.5x28 promus stent delivery system was advanced through the lad, the non-abbott guide wire was removed through the diagonal artery, and the stent was deployed. Using the same non-abbott guide wire, the diagonal artery was rewired through the strut of the stent. A 2.5x12 promus stent delivery system was advanced to the proximal diagonal artery and the stent was deployed. All devices were removed from the anatomy and films were reviewed. The physician noted that only the proximal stent (3.5x28) was deployed. Upon additional review of all films, the physician determined that prior to initial deployment of the 2.5x12 stent, the stent had moved forward. The left radial artery was accessed and the diagonal artery was rewired using a non-abbott guide wire. A 2.5x12 non-abbott balloon was advanced and used to fully expand the 2.5x12 stent. Additionally, a 2.75x12 promus stent was deployed proximal to the first stent. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: mailman; runthrough; stent: 3.5 x 28 promus. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.